Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture and crease/folding of implant was received on february 17, 2026, with lot number 1789873. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported capsular contracture baker grade unknown, ¿rippling¿ and ¿pain¿. This record is for the right side. Device has been explanted.

Event description:
Patient reported capsular contracture baker grade unknown, ¿rippling¿ and ¿pain¿. This record is for the right side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.